Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous and mildly calcified eccentric de novo lesion in the proximal right coronary artery. A 5.0x08mm nc traveler balloon dilatation catheter was used for post-dilatation three times to 18 atmospheres without issues; however, resistance was felt with the guiding catheter when removing the device. Additionally, it was noted that the resistance while removing the device might have been caused by the angle of the guiding catheter. No additional treatment was performed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.